Event description:
It was reported via clinic notes rec'd that the vns pt had been experiencing sleep apnea however, there was no note of any relationship to vns therapy. A sleep study was performed on (B)(6) 2010, that showed mild central sleep apnea with an apnea-hypopnea index of 11 per hour. Attempts for further info have been unsuccessful to date.